Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 57 (mg/dl). Ice cream was consumed to address low bg level. Reportedly, the customer believes they over delivered insulin earlier and that this contributed to their low bg levels. System check with tandem technical support indicated that the pump is performing as expected.